Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00174 ((B)(4) nx034z); 9610612-2020-00172 ((B)(4) nx059z); 9610612-2020-00173 ((B)(4) nx150). General information: we received a complaint about vega components -> nx034z with lot 52349042 and nx059z with lot 52351050 from the (B)(6) germany. The complained devices were delivered in an unknown hygienic status, therefore the components were sent to bbf for gamma-ray sterilization. Before that several pictures were taken. Consequences for the patient: post-operative medical intervention was necessary à revision surgery. Investigation: the components were examined visually and microscopically with the digital microscope vhx-5000 keyence eq.-nr. 2000024840 and the digital-camera "panasonic dmc tz8". The available tibial component and femoral component show no abnormalities or serious visible damages. Both components show only little bone cement residues adhesion in the actual condition as delivered. Several specialists from the product management, and biomechanical laboratory have participated in the investigation/evaluation regarding the discoloration of the femoral gliding surface. Result: the discoloration is no abrasion of the coated surface. Rather it is a result of oxidation. The as multilayer coating can undergo changes to the surface color. Such changes in color have no effect on the function or properties of the coating. This is also mentioned in the IFU. The gliding surface of the meniscal component shows visible scratches and imprints resulted from third body wear (bone cement residues and/or bone chips). For scientific purposes the femoral component will be investigate closer. If this result differs from the actual investigation/evaluation, the 8d report will be updated. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is probably usage related. Rationale: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: the processing time of the used cement was exceeded. · wrong temperature. · unfavourable storage. · the age of the cement. · wrong handling with the cement. Corrective action: product safety case was created . Any action regarding CAPA will be addressed within the product safety case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as vega ps femur komponente. It was reported that the patient had a revision surgery after 2 years with postoperative loosening of the implants. The initial implantation had been on (B)(6) 2018. Patient data: height 80 cm. A revision surgery was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4). Associated medwatch-reports: ((B)(4) nx034z); 9610612-2020-00172 ((B)(4) nx059z); 9610612-2020-00173 ((B)(4) nx150).